Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, underweight, around 0-25% of the shell is missing. A microscopic analysis was performed which identified: broken shell with striated edge on anterior side assessed as surgical damage consist in the use of some surgical tool. Based on the device analysis the final assessment is: broken shell with striated edge assessed as surgical damage consist in the use of some surgical tool. Missing shell that is assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.